Event description:
It was reported that a device was used during a laparoscopic nissen fundoplication. The devices were unusually "stiff and grabbing" of instruments, causing displacement of trocars due to their sticking when removing instruments. The case was completed with the original trocars. There was no consequence to the pt.